Event description:
It was reported that patient presented to the ER with syncope. Upon interrogation, 2 aborted shocks were observed due to noise. It was noted that the patient had missed last ICD follow-up check. Lead will be replaced during device change out, as the device battery is near eri.

Event description:
New information received notes lead was capped. It was also noted that the syncope reported was not related to the lead noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.